Event description:
It was reported that after an interventional contralateral, femoral percutaneous transluminal angioplasty procedure, arteriotomy closure was achieved of the common femoral artery using a perclose proglide device. Reportedly, during an attempted trimming of the suture below the skin line, the suture trimmer would not cut the suture and could not be removed from the subcutaneous tissue tract and the red lever would not snap back forward. The red lever was cycled and the device was manipulated by moving it side to side, which freed the suture trimmer from the subcutaneous tissue tract. The suture was cut below the skin line with a scalpel. The proglide device suture achieved hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device, which includes the suture trimmer. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported suture trimmer failed to cut the suture and difficult to removal were not confirmed. During device testing the device performed according to specifications. The suture trimmer slide freely by actuation of the lever and retracted completely into the sheath. The lever returned to the closed position under the force of the spring alone. The surface of the cutters were smooth and free of flash or voids, there was no foreign material present on the slider. There were no cracks or flash on the plastic portion of the window, the two suture limbs slide freely in the gate. During testing proxy suture was loaded in the gate and slide freely, both limbs, a single limb was then loaded and the lever was used to actuate the cutter, the suture was cut without difficulty. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record and a query of the complaint handling database could not be conducted because the lot number was not provided. Based on a review of the available information, no product deficiency was identified.